Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous distal left circumflex (cx). The physician attempted implanting the 3.0x20mm promus element drug eluting stent to the target lesion but crossing difficulties occurred. The device was removed from inside the patient and the physician noticed the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).